Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be/has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of during injection with juvéderm voluma® xc the syringe "exploded and the product spilled onto the patient." And the "whole part of the plastic broke. Patient contact was made. No indication provided if there was treatment or resolution for the event.